Event description:
It was reported the epg (external pulse generator) failed to power on. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was corrosion on the output connector and the main printed circuit board (pcb) was damaged. As a result the connector and main pcb were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.